Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% ultrabag therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% ultrabag therapy, intraperitoneally (ip), for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, a break in aseptic technique occurred, which was further described as the patient making a mistake. On (B)(6) 2012, the patient experienced peritonitis. On that same day, the patient was hospitalized for peritonitis. The cause of peritonitis was the break in aseptic technique. On an unreported date, the patient was treated with an injection of vancomycin (250mg, once daily) and forgon (250mg, once daily) ip, for peritonitis. The patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This condition of a use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Should additional information become available, a follow-up report will be submitted.